Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician successfully placed one pod coil and one pod pc in the target vessel using the microcatheter. Afterwards, while attempting to advance the next pod pc within its introducer sheath, the physician experienced resistance. Subsequently, the pod pc would not advance at all from its initial position within its introducer sheath. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, and the same microcatheter. There was no report of an adverse effect to the patient.